Event description:
Pt was revised due to poly wear.

Manufacturer narrative:
Eval was not possible, as the product was not returned. Product info required to review the device history records was not provided. The investigation was limited to the info provided. The investigation could not verify or draw any conclusions about the reported polyethylene wear; however, polyethylene wear after 15 years of implantation should not be unexpected. Based on the investigation findings, the need for corrective action is not indicated. In addition, the product code is a discontinued item. Should additional info be received, the complaint will be reopened. Depuy considers the investigation closed.